Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because the physician was not able to interrogate the ICD or elicit tones with a magnet.